Event description:
It was reported that a black piece of plastic was found in the packaging.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The failure mode will be monitored for future reoccurrence. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened, a full evaluation will be conducted, and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: foreign material left in the device. Stains. Corrosion. Inadequate cleaning process. Environmental conditions. Dents. Scratches.

Event description:
It was reported that a black piece of plastic was found in the packaging.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.